Manufacturer narrative:
The manufacturer is currently performing investigation and the results will be provided in the supplemental report.

Event description:
Senseonics was made aware of an incident where the patient complained of inaccurate sensor readings. The patient observed measurement deviations between cgm and blood glucose (bg) and provided the below set of examples for review. Date / time / sg value / bg value. A. (B)(6) 2025 7:27 261 mg/dl 208 mg/dl. B. (B)(6) 2025 12:50 500 mg/dl 275 mg/dl. The issue was escalated to next level support who authorized a return material authorization (RMA) for the sensor replacement due to possible deviation in the system performance from the normal behavior.

Manufacturer narrative:
An initial investigation was conducted using the glucose data synced by the customer to the data management system (dms), the cloud-based platform supporting the eversense system. The analysis indicated that system performance had deviated from expected behavior. To further investigate the issue and identify the root cause, a return material authorization (RMA) was issued to retrieve the sensor for evaluation. Visual inspection and functional testing of the returned sensor did not reveal any anomalies. This happens in certain cases where the failure mode that presents itself within the body could not be reproduced in the lab.a further review of the glucose data in dms revealed significantly depressed signal and reference channel values since insertion on (B)(6) 2025. This most likely caused the observed inaccuracy. The potential root cause of the failure mode could be related to the in-vivo state of sensor's chemical component (hydrogel), which is not reproduced in the lab. B4.date of this report 03 august 2025. D9 device available for evaluation? Yes on 20 june 2025. G3.date received by the manufacturer? 03 august 2025. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 4121. H6. Investigation findings updated to 3224. H6. Investigation conclusions updated to 4315.